Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with stripped battery cap coin slot (p). Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 160 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.